Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch emdr-33434. Aware date should have been listed as 5/20/2024. Additional, changed, and/or corrected data: a2, b6, g.3,

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to e.1. Country: "treating healthcare professional is in germany and patient is living in germany. Implanting and explanting surgery was performed in czech republic." Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 7-nov-2023. Continued h.10. Related report numbers: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2023-19674. All information has been consolidated into this report. Additional, changed, and/or corrected data: a2, a6, b3, b5, b6, e1, e2, e3, g2, h10, h11.

Event description:
Patient reported left side pain and rupture. Patient later reported "stinging", "pressure hypersensitivity of the nipples", and "fear every day" that implant could leak again. Healthcare professional confirmed left side rupture. The device has been explanted and replaced with a non-allergan device.